Manufacturer narrative:
This report is filed on april 27, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed infection at the implant site, however the issue could not be resolved; subsequently the patient was treated with antibiotics (type and duration unknown).